Event description:
It was reported that patient was having a valve replacement and during the procedure the physician removed the pulse generator with the leads attached and placed on the operating room table. Epicardial leads were implanted along with the device. The device exhibited premature elective replacement indicator. After a software download, normal device function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.